Event description:
It was reported that during a coblation procedure using the coblator ii controller, the controller began to sputter and then gave an error code. The surgeon opted to complete the procedure using a competitor's device. There were no patient complications reported as a result of this event.